Event description:
New information noted that programming changes were made.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor exhibited under-sensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.